Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 11/6/93. The device was removed on an unk date because the device "was damaged during surgery in an attempt to remove fibrosis around the scrotal reservoir." This file addresses the surgery that occurred due to the fibrosis tissue. The device was received by the MFR. However, examination and testing of the device will not conclusively prove or disprove the reported fibrosis tissue. Therefore quality assurance accepts that a surgery occurred due to fibrosis tissue. Therefore quality assurance accepts that a surgery occurred due to fibrosis tissue around the device. In addition, qa also accepts that the device was removed because it was damaged during the procedure.

Event description:
Per the info provided to co by physician/surgeon through means of international rep, device was removed due to "damage which the prosthesis incurred while attempting to remove fibrosis around the scrotal reservoir".